Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the clinic following missed hemodialysis sessions and supratherapeutic vancomycin levels. The patient also noted that they had driveline damage that occurred on (B)(6) 2024 when the driveline came into contact with the wire rack in the patient's oven which had been in use. The patient denied any alarms or abnormal pump parameters which was confirmed via device interrogation. Due to the melting seen on the outer layer of the driveline a modular cable exchange was performed with no issues. A photo of the damage and log files from prior to the system controller exchange were submitted for review which captured unusual internal power connection fault flags when the patient was utilizing battery power. These types of alarms are typically caused by a poor connection between the batteries and battery clips. There was no other unusual alarms or faults recorded.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. Review of the submitted log files showed the pump operating as intended. No further information was provided. The manufacturer is closing the file on this event.